Event description:
User received a questionable result for glucose on the d module analyzer for one patient sample. Initial glucose result gave 445 mg/dl. This glucose result was reported outside the laboratory. The patient sample was repeated giving a glucose result of 99 mg/dl. The initial glucose result was corrected with the repeat glucose result of 99 mg/dl. Patient was not affected or treated. Glucose reagent lot numbers, 62492101 and 61610701. The field service representative found the high concentration waste nozzle was clogged. He cleaned the nozzle. Customer ran controls, which were within customer specifications.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.